Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the atrial lead exhibited high impedance. The lead was successfully repositioned and remained implanted. Following the procedure, the patient was in good condition.